Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set cannula was bent. The customer also had high blood glucose level of 404 mg/dl and blood glucose came down to 374 mg/dl. On the (B)(6) her blood glucose was 407 mg/dl. The customer stated that last saturday her blood glucose was over 600 mg/dl. She had just changed the site and she just ate, and they went to mass and she tested her blood glucose because she was really thirsty. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.